Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that there was a leak from a loose supply bag connection, which is known to cause this alarm. The cause of the loose connection/leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell six of six phase of the peritoneal dialysis therapy. During the troubleshooting, it was reported that the supply bag was leaking earlier in the therapy but they wiped up the solution and continued therapy. They then noticed that the supply/heater bag (connection) was loose. There was no patient injury or medical intervention associated with this event. No additional information is available.